Event description:
The physician was treating a lesion in the lad with an endeavor sprint rapid exchange (rx) drug-eluting stent. The vessel had little or no calcification with minimum tortuosity. The lesion was pre-dilated. The physician experienced difficulty while advancing the device over the wire and when the device was pulled back to be removed, it was noted that the stent had come off the balloon. The stent was found on the guide wire. Another stent was used to treat lesion. The patient was fine post procedure and no clinical sequelae were reported. No abnormalities were noted during preparation and inspection of the device prior to use. Evaluation summary: the stent was returned on a guidewire. The stent was stretched and deformed. Crimp impressions were evident along the balloon.

Manufacturer narrative:
(B)(4). Results: related to another drug/device (interaction between device and the touhy or guidewire), conclusion results: another device caused failure (interaction between device and the touhy or guidewire).